Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that when the cup and neutral liner were implanted and trialed, the patient dislocated. Subsequently, the surgeon chose to discard the neutral liner and implant a high wall liner to ensure patient safety. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: item name# g7 longevity neutral 36mm f; item number# 20103606; lot number# 66918458 item name# tprlc 133 t1 pps ho 14x148mm; item number# 51-104140; lot number# j7445076 item name# g7 longevity high wall 36mm f; item number# 20123606; lot number# 67016985 item name# g7 osseoti 4 hole shell 56mm f; item number# 110010246; lot number# 67218665 item name# cer option type 1 tpr sleve +6; item number# 650-1068; lot number# 3219241 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.